Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 is unknown. No product information has been provided to date.

Event description:
It was reported that the pump alarmed no cassette attached error. No patient injury was reported.

Manufacturer narrative:
Additional information received on 5-dec-2022 via email and attached to complaint object: patient details updated in complaint. Patient confirmed that they no longer have the defective cassette for return. H6: event problem and evaluation codes: updates not required. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.